Event description:
The patient experienced a shocking sensation following a fall. Impedance measurements showed >4000 ohms on some of the bipolar leads. Additional information was requested. See manufacturer report # 3004209178201102576.

Manufacturer narrative:
(B)(4).